Event description:
During the case, the volcano ivus catheter worked and had images. It then stopped working, and had no images during use. The case was at a point where the surgeon was finished with the catheter. There was dried blood noted where the catheter is inserted into the generator. The generator was taken to biomed for analysis.